Event description:
Patient was undergoing vt [ventricular tachycardia] ablation, pt was defibrillated and the patient sustained a burn. The pads were changed and noted that similar pads had less gel/adhesive than others from different lots. Stryker was contacted.